Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the device and found the following. The shaft of the subject bw-20t broke. The part of the brush was deformed. The shaft of the subject bw-20t had kink. There was no abnormality (e.g. Corrosion) at the cutting surface. Omsc checked the device history record of the subject device, and there was no irregularity found. Based on these investigation results, omsc surmised that this event was caused by the following theory. The user facility inserted and drew out forcibly the subject bw-20t into the scope. So the stress was added to the shaft of the bw-20t. The shaft of the bw-20t broke by this stress. The bw-20t instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. The user facility performed the pernasal endoscopy, and cleaned the scope with the subject bw-20t. When the user facility brushed the instrument channel of the scope, the shaft of the subject bw-20t broke, and the tip part of the subject bw-20t stayed in the scope. The user facility knew that the tip part of the bw-20t stayed in the scope, but the user facility used this scope in the second procedure (installation of peg), because the user facility wanted to use this scope. Regarding this second procedure, the user facility used a brush and a biopsy forceps. These instruments were thrown in the instrument channel without any abnormality. After this second procedure, the user facility confirmed the scope, and found the tip part of the bw-20t at the immediate vicinity from the suction cylinder. The blood adhered to the tip part of the bw-20t. The user facility decided to watch-and-wait, and decided not to perform the additional blood exam, because the blood exam result of the patient of the first procedure was negative. There was no report of the patient's injury regarding this event.